Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (3 mg/ml at .7422 mg/day) via an implantable infusion pump. It was reported that the catheter access port was attempt to be aspirated but was not able to be. There were no environmental/external/patient factors that may have led or contributed to the issue. No symptoms were reported. The distal segment of the catheter was replaced. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2019 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The device would not be returned. It was reported the device had been discarded.